Manufacturer narrative:
H3, and h6: annex b, annex c, annex d <(>&<)> annex g have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates that the robotic arm link 1 pinch sensor was pressed and released briefly, triggering an error code ¿pinch detected error¿. This error reports a dismissible high level alarm. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. The root cause of the observed damage was that it is likely that the arm cart assembly was not used as intended, which may have caused or contributed to the reported incident. The hugo user guide states ¿always keep hands and fingers away from orange contact sensor areas and any part of the system in motion during setup and teleoperation, to avoid pinching or crushing injury¿. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm triggered a red high-priority alarm with no error message. The alarm dismissed itself after few seconds and the surgery was continued. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm triggered a red high-priority alarm with no error message. The alarm dismissed itself after few seconds and the surgery was continued. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.